Manufacturer narrative:
At this time, the lead is in possession of the hospital. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. It was noted that the patient's device migrated and the lead subsequently pulled back from the device migration. The lead appeared to have been fractured in the pocket. A surgical revision was performed and the lead was cut, explanted, and replaced. No additional adverse patient effects were reported.